Event description:
It was reported that a staff member applied topical skin adhesive to self to test the product. The staff member felt a burning sensation and redness at the site of application. The topical adhesive was removed and no further consequences occurred.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information was received that indicates this event does not meet serious injury reportability criteria. This event is therefore not reportable.

Manufacturer narrative:
This medwatch report is linked to voluntary medwatch report # (B)(4).